Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a shoulder cuff repair, the temperature of the super turbovac 90 wand in the articular cavity increased significantly, by about 60 to 70 degrees celsius. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned instrument shows no manufacturing abnormalities. The electrode has been used. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found that the device displayed settings (1, 7) when plugged in. Plasma and coagulation were generated as intended. No alarms were generated during the functional evaluation. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.